Event description:
Patient reports left side implant rupture and "infected sore breast.¿ patient later reported possible capsular contracture, baker grade unknown, implant malposition (flipping), "ultrasound confirmed fluid collection of bilateral breast," and "localized pain and systemic illness (not device related).¿¿ the device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device serial number 20129040 was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of march 2015 through february 2017, one point was found out of the upper limit (march 2015). Based on the additional analysis performed for the fis involved in this month, there are no similarities or patterns with data from this analysis related to this specific month and all the correspondent investigations found no issues associated to either event. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this types of event no corrective action is deemed necessary at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, capsular contracture, baker grade unknown, infection.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Changed from: patient reports left side implant rupture and "infected sore breast.¿ patient later reported possible capsular contracture, baker grade unknown, implant malposition (flipping), "ultrasound confirmed fluid collection of bilateral breast," and "localized pain and systemic illness (not device related).¿¿ the device remains implanted.